Event description:
Ttm found device in back-up with magnet rate of 80 ppm(eol). The device was interrogated at eol with >60 mos. Longevity. With programming to ddd, lead impedances were <300 ohms and the magnet rate was 100 ppm with excellent pacing/sensing. The patient was neither symptomatic nor pacemaker dependent. A subsequent ttm noted that the vvi pacing recurred. There were no consequences to the patient. At the next follow-up, reprogramming was unsuccessful and the device was replaced.